Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 126 mg/dl. The customer performed troubleshooting was able to resolve the no delivery alarm after multiple set changes. However the customer mention the pump turned off unexpectedly, but there was no troubleshooting performed. The device will not be returned for analysis.